Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11825 . The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The use of a sapien 3 valve in a native mitral position is not indicated per the labeling; therefore, the device instructions for use and procedural training manual do not provide direction for the use of the device in this application. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv in on label procedures. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. There is no specific instruction for placement in a native mitral valve. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the worsening pvl and subsequent death of the patient is unknown but may be related to the placement of a sapien 3 in a native mitral position and mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, this was an off-label transatrial case performed in the hybrid or. The 29mm s3 valve was placed in the patient¿s native mitral valve. There was some pvl noted post placement and pledgets were placed to resolve that while the case was ongoing. The valve was implanted 80:20 (atrial/ventricular) and didn¿t seem too deep in the lvot. A perimount surgical valve was then placed in the aortic position. The two valves were very close to one another. Under echo, a compression on the aortic side of the lvot was observed. The patient was placed on intra aortic balloon pump. Additional information was received. On pod 3 the surgeon removed the 1st 29 mm sapien 3 valve and placed a new 29 mm sapien 3 valve. The surgeon did not remove any portion of the struts or leaflets. A septostomy was also performed to increase the area in the lvot. There was a mild posterior pvl post procedure. The surgeon decided to leave the pvl and complete the procedure. The most recent report received from the or is that the patient expired. Per the physician, the patient wasn¿t tolerating the pvl of the mitral valve and the patient was dependent on the balloon pump. The mild posterior pvl had worsened to moderate. The physician was planning on placing amplatzer plugs forging the pvl but the patient's condition continued to decline. Additionally, the patient was going into renal failure and the family didn¿t want to put him through dialysis. The family decided to withdraw all life support and the patient expired. No autopsy will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).